Event description:
It was reported that a malfunction alarm occurred. The malfunction code was resettable after the pump reset however the malfunction alarm recurred.the customer reverted to manual injections for insulin therapy.customer¿s blood glucose level was not provided.